Event description:
It was reported to resmed that an astral top case failed the current consumption test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement top case as part of a warranty claim. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).